Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d3 and g1 and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® safety-lok¿ blood collection set, the plastic protection didn't go up and the customer had a needlestick injury when trying to secure the canula. They responded immediately by disinfecting with dakin for 1 hour, and no other intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo of an individual package of the lot concerned was provided for investigation, but the defect couldn't be observed from the packaged. Additionally, 50 sets of retained samples of the lot concerned were visually checked and no abnormalities such as damage or molding defects of the safety shields or the wing hubs were found. Also, the activation of the safety shields was checked using 8 retained samples, nothing was wrong with the breakaway force, sustaining force, or security force as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of unable to activate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® safety-lok¿ blood collection set, the plastic protection didn't go up and the customer had a needlestick injury when trying to secure the canula. They responded immediately by disinfecting with dakin for 1 hour, and no other intervention was reported.